Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿ pro pen needle was unable to prime, and experienced a portion of the needle breaking off. The following information was provided by the initial reporter: upon priming, the drug solution didn't come out. When checking the product, I found that the needle npe was broken and was trapped into the rubber part of the pen.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that bd micro-fine¿ pro pen needle was unable to prime, and experienced a portion of the needle breaking off. The following information was provided by the initial reporter: upon priming, the drug solution didn't come out. When checking the product, I found that the needle npe was broken and was trapped into the rubber part of the pen.

Event description:
It was reported that bd micro-fine¿ pro pen needle was unable to prime, and experienced a portion of the needle breaking off. The following information was provided by the initial reporter: upon priming, the drug solution didn't come out. When checking the product, I found that the needle npe was broken and was trapped into the rubber part of the pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.